Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that her lead had fractured, and she was shocked 42 times. The lead was replaced. She also reported restrictions in using her left arm/shoulder since the replacement surgery. There were no further patient complications reported as a result of this event.